Event description:
It was reported that in a surgery using the excelsius gps, while navigating screws the surgeon believed the navigation was inaccurate. He left one screw out. After taking x-ray we saw that one of the 7 screws placed was superior and lateral to the planned trajectory. He removed that screw and revised it with freehand navigation as well as the other screw that was not placed.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. It was reported that 7 implants were misplaced during an intra-operative case. An investigation into the case logs revealed the root cause was excessive deflection forces, or skiving during navigation. The software correctly detected and alerted the user of high deflection forces present on the load cell during bone work. This excessive force present on the loadcell is likely the result of instrument skiving that was detected while a tool is inserted into the end effector. Ultimately, the user opted to replace the misplaced implants using freehand methods with no adverse effects to the patient reported. This evaluation has been completed via associated case logs and there are no associated work order or part returns. The severity observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.